Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead also exhibited loss of capture. The lead was ultimately able to be inserted and implanted successfully. The patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.